Manufacturer narrative:
Model number: 72401110, lot number: 802133005, catalog description: pump cxm.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted "due to cylinder connector breakage and pump malfunction." At the beginning of december the patient complained of inflation problems due to the fluid loss from the cylinder and pump malfunction. The connector piece was cracked and some of it fell away from the body. The shape of the pump was not restored after pressing it. A new ipp pump and 18cm x 12mm cylinders were implanted. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Model number: 72401110. Lot number: 802133005. Catalog description: pump cxm.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted "due to cylinder connector breakage and pump malfunction." At the beginning of december the patient complained of inflation problems due to the fluid loss from the cylinder and pump malfunction. The connector piece was cracked and some of it fell away from the body. The shape of the pump was not restored after pressing it. A new ipp pump and 18cm x 12mm cylinders were implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.